Manufacturer narrative:
Mindray representative collected logs from the sv350 for review and confirmed that the system performed per specifications. The logs analysis shows the following: 1. The operation log of the equipment shows a "standby" operation activated on february 29, 2024, at 7:59:24 am. This action makes the equipment enter the standby state. At 8:20:06 am, the equipment log records the "start ventilation" operation, and then the equipment begins to ventilate the patient. 2. The equipment log confirmed that the ventilation was re-entered after standby. The exhaled tidal volume value is 403ml, and the inhaled tidal volume value is 407ml; the equipment monitoring is normal, and the machine can normally be in and out of standby operation. 3. No touchscreen failures were detected on the log. 4. In conclusion, the ventilator system performed per specification. The reported issue was likely caused by a user action that led the device to enter standby mode.

Event description:
It was reported that on (B)(6) 2024, at 7:49 am, during normal use of the ventilator, the system exited ventilation mode into standby mode. No patient injury was reported.